Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels 400 mg/dl. Customer stated that the cannula was bent. Customer was assisted with troubleshoot for the bent cannula. The insulin pump will not be returned for analysis.